Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the hub is broken.

Manufacturer narrative:
An investigation of the reported condition was performed. This sample is a representative of example of all complaint samples received from this customer for hub split/broke. The hub of the safety needle was cracked completely through the luer and there was evidence of damage on the exterior of the luer from what appeared to be forcible attachment of the device. Exhaustive reviews have been conducted and the manufacturing process (previous investigation, fishbone, maps, etc.) Have been reviewed. The root cause of the reported condition could not be determined. Complaint investigations completed at the date of this memo have not identified a systemic issue with the product or processes used to manufacture the devices. Multiple tests were conducted using the affected product with the syringe manufactured by our plant and the syringe used by the customer. Through this testing, it was discovered that the syringe used by the customer was constructed of a different material than the syringe manufactured by our plant. Additionally, through multiple conversations with the vendor, the vendor acknowledged extreme tightening of the needle assembly. Therefore, the most probable root cause has been attributed to over-torqueing of the polypropylene needle to a cocsyringe (not manufactured by our plant). This issue has been escalated to the corporate corrective and preventive action (CAPA) review board team for review and further decision. Due diligence has been exercised by the manufacturing facility and it has been concluded that the product continues to meet all documented design requirements. Therefore, no further actions will be taken to investigate all future complaints received from this customer, for this specific issue. A sample has not been returned and due to the dated complaint, it is not conceivable that a sample would still be available however if one has been retained, please let us know so that arrangements can be sent to obtain the sample. If information is provided in the future, a supplemental report will be issued.